Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as connecting a contaminated minicap to the transfer set. The minicap fell off the transfer set and into the patient couch as the patient did not secure the minicap. At this time, the patient reattached the contaminated minicap to the transfer set. On the same day as the onset of peritonitis, the patient was hospitalized. The patient was treated intraperitoneally (ip) with vancomycin and fortaz; dose and frequency unknown. The patient was discharged from the hospital six days after being admitted. The last dose of antibiotics was administered approximately one month after the onset of peritonitis. The patient is fully recovered from the peritonitis event and has been retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.